Manufacturer narrative:
Product return was not received. Product return was requested. Full evaluation will occur upon receipt of returned product.

Event description:
Pinched lip [lip injury]. The rotating element of the brush (pinched my lip) the locating pin was migrating [device physical property issue]. Brush head coming apart in mouth [device breakage]. Consumer reported via letter that the pins from the rotating element of two brush heads were migrating, and a third brush head from the pack of 4 had come apart in his/her mouth. No serious injury was reported.